Manufacturer narrative:
Final analysis found that the pulse generator exhibited elective replacement indicator (eri) and high current drain. The device was implanted for 20 months which is less than the expected 75% published longevity. No information was received from the field regarding device settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was replaced.